Event description:
A skin graft was being performed by the physician when the dermatome machine cut into the patient's leg. Staff noted that the dermatome started vibrating prior to cutting into the patient's leg. The patient's leg had to be sutured. Skin was then removed from another area. The medical device in question was tagged and removed from service.